Event description:
Event description additional manufacturer narrative (provided by teladoc) a replacement blood pressure monitor was sent. The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed. Event or problem description the patient reported that their teladoc blood pressure monitor made a popping sound and began emitting smoke from the bottom of the device. The patient did not receive any medical treatment as a part of the device malfunction.

Manufacturer narrative:
Failure analysis: 1.transtek couldn't get the details of the end user and couldn't get back the devices for further analysis. We do not have the opportunity to conduct further analysis. 2. We checked the all related DHR including: incoming material inspection records, manufactured process records, fqc inspection records, ect, and no battery issue was found. 3. The product has passed safety test of iec 60601-1, its performance meets the requirements. 4. The potential risks associated with improper battery usage as below: (1)battery leakage may corrode the device components, and if electrolyte leaks into the battery compartment, it could cause short circuits in other normal batteries. (2) the use of any type of rechargeable lithium batteries, especially those of poor quality[?]may easily damage the device. The user manual mentioned that only 4 aa alkaline batteries should be used with this device. If the user uses non - standard batteries, it can lead to a short circuit of the device, causing it to explode. Corrective action: transtek has communicated with teladoc that the device is to operate only with 4 certified aa alkaline batteries. Teladoc to remind the users regarding the battery use via newsletter. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.